Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device passed tone check on self test. Device failed vibrate check on self test due to vibrator motor connector not plugged in properly. Plugged in vibrator motor connector and then the vibrate alert functions properly. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose 400 mg/dl. The customer was treated with manual injection. The customer also stated that they did not allege insulin pump was under delivering. Emergency medical service was dispatched as result of high blood glucose. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was flushed. The insulin pump will be returned for analysis.